Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges the device broke in half during use. There was no patient harm reported.

Manufacturer narrative:
Qn#(B)(4). Catalog# 11125; brand name: lma flexible, reu, size 2.5; serial# (B)(4). A device history record (DHR) review was performed and there were no issues found that could have contributed to the reported failure. All processes were executed according to standard operating methods. Complaint sample was not received in the teleflex (B)(4) packaging. The device was used and was observed to be broken in half. The reinforced stainless steel wire and airway tube was observed to be oval rather than a circular shape. A retained sample was bent for ten (10) cycles and the airway tube was not observed to be pressurized to rip off. The reported defect was confirmed through visual inspection. It is suspected the airway tube was dented/pressed by heavy force which split the steel wire properties. As a result the airway tube material was damaged and ripped off after some cycles of use. Customer is reminded that a deformed airway tube should be discontinued from any further usage. The properties of the airway tube may have already been damaged which would result in the device not being suitable for re-use.

Event description:
The event is reported as: the customer alleges the device broke in half during use. There was no patient harm reported.